Event description:
A customer reported that towards the end of a procedure, the system alarmed with an error message. Upon removal of the cassette, fluid was noted to be on the fluidics module. The cassette was exchanged and the case was completed w/o pt harm. Add'l info has been requested.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes. (B)(4).